Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. The surgeon customized the mesh by cutting it into two for use in an anterior and posterior vaginal wall repair. The patient developed a fever three days after the procedure. During surgery, the surgeon closely examined around the rectum and no injury was found. An infection occurred where the mesh was placed at the posterior vagina (upper right). Also infection occurred where the patient's rectum was punctured and damaged by the needle used for insertion during the initial surgery. The mesh placed in the posterior vagina was removed 5 days later. There was a one centimeter sized fistula at the rectum which the surgeon sutured. A colostomy was temporarily created which will be reversed in one year. When the colostomy was placed, an abscess at the anterior vaginal wall was detected. Irrigation for the vaginal abscess was performed. The surgeon is debating whether or not the anterior vaginal mesh should be removed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.